Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: this instrument jammed. Investigation of the rectum tissues, and leak at the level of the anastomosis occurred. The operator had to redo the anastomosis, using a second device.